Manufacturer narrative:
(B)(4). Device returned to MFR: the device was returned for evaluation. Device analysis revealed that a damage (flaking off) was observed in the femoral marker. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on investigation completed on 6dec2015. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. During percutaneous coronary intervention (pci), an opticross¿ imaging catheter was advanced for visualization; however the image blacked out. It became invisible because it was a sharply black out from 2 to 4 o'clock and from 8 to 9 o'clock direction. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported. However, device analysis revealed that there was a damage in the distal femoral marker.